Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the "keypad issue". Evaluation found keypad operation limited due to intermittent response from the #0, #1 and #2 keys caused by a failed keypad. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported that a spectrum infusion pump had a "keypad issue". Evaluation discovered intermittent response from the #0, #1 and #2 keys. Any patient involvement or injury is unk at this time.